Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false negative result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Confirmation testing performed on (B)(6) 2021 on nasal swabs with pcr generated positive results; CT values not provided. The customer stated the patient was symptomatic for five (5) days prior to testing. The patient was not known to be covid-19 positive at the time of testing.no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m129579 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m129579, test base part number 190-430 / lot m129579. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m129579 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause as the logfiles were not provided for investigation, however substances in the sample itself may have interfered with the reaction.